Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic nephrectomy. According to the reporter: during use on patient found the conditions that a tip part of trocar was damaged and broken. Confirmed it fell into the pt but could be retrieved from patient. Reported no user error in usage. New one was opened to complete the case. No patient harm. Operating time not extended. Tissue damage: no. Pieces fell into the cavity and could be retrieved. No bleeding. No pt info is available; gender; unk.